Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Falls off - oral-b [device breakage]. Brush head no longer stays in place, it comes loose easily - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head no longer stayed in place on the oral-b genius x toothbrush. It came loose easily and fell off frequently during brushing. No injury was reported. 10-aug-2023 follow up via pictures: the suspect product was oral-b power oral care refills crossaction eb50black brush set 4ct. No injury was reported. (B)(6) 2023 follow up via digital safety assessment survey: the consumer was a 30-year-old female. No injury was reported.

Event description:
Falls off - oral-b [device breakage]. Brush head no longer stays in place, it comes loose easily - oral-b [device connection issue]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head no longer stayed in place on the oral-b genius x toothbrush. It came loose easily and fell off frequently during brushing. No injury was reported. On 10-aug-2023 follow up via pictures: the suspect product was oral-b power oral care refills crossaction eb50black brush set 4ct. No injury was reported. On 15-aug-2023 follow up via digital safety assessment survey: the consumer was a 30-year-old female. No injury was reported. On 08-sep-2023 case update: the suspect product lot was c636. No injury was reported. On 15-sep-2023 case update: the concomitant product lot was bh05051226. No injury was reported. On 05-oct-2023 case update from information initially received on 15-sep-2023: the concomitant product was oral-b rechargeable toothbrush handle 3771. No injury was reported. On 18-oct-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
On 18-oct-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.